Event description:
Customer reported the system gave longer beep than normal and would not save images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and calibration files, and adjusted the 5v power supply. System operates as intended.